Manufacturer narrative:
A biomérieux internal investigation was conducted for a misidentification during quality control testing associated with the vitek® 2 gn yst test kit. The customer's submitted candida albicans atcc 14053 qc strain and the in-house qc strain were subcultured and tested. The testing was performed in duplicate on two customer lots and a random lot for each strain. All twelve cards, six cards tested for each isolate, resulted in excellent identifications of candida albicans with no qc deviations. An increase in atypical reactions can indicate an issue with the set up procedure, an atypical strain, mixed culture, contamination or decreased viability. The investigation concluded the vitek® 2 gn yst cards are performing as expected. Correction: 1950204-2017-00093 was initially submitted with both "initial" and "follow-up" selected. This report is being submitted as "initial" only as a correction and in response to an FDA request related to missing initial medwatch reports.

Event description:
A customer in (B)(6) notified biomérieux of discrepant results for a yeast quality control in association with the vitek® 2 yst ID test kit. The strain is a candida albicans atcc 14053. The customer reported that the quality control results indicated misidentifications. The incorrect identifications obtained for candida albicans were on one occasion cryptococcus laurentii and on other occasions stephanoascus ciferrii. Biomérieux customer support reported that the inoculum in question appears normal as a candida albicans strain. The organism grew in normal time; 18-24 hours to a normal density for candida. The customer is using the recommended sab agar. There is no evidence of a mixed culture. The customer verified that the saline is sterile and that they make a daily sterile control and autoclave the dispensette weekly.